Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had received a shock. A boston scientific representative evaluated the patient and noted a decrease in sensing measurements from 5.9mv to 1.2mv and a change in pacing impedance measurements from 497 ohms to 355 ohms. There is noise and far field oversensing and the as and vs are lining up with each other. A revision procedure was performed and this right ventricular (rv) lead was found to have dislodged. The lead was successfully repositioned without further incident. No additional adverse patient effects were reported.